Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area pain') in a 31-year-old female patient who had essure (batch no. D06933 (left)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high and right lower quadrant pain. Concomitant products included nsaids since (B)(6)2016 and paracetamol (acetaminophen) since (B)(6)2016 for pelvic pain. In (B)(6)2016, the patient had essure inserted. In (B)(6)2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6)2016, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and complication of device insertion ("unable to insert the essure coils in one of the fallopian tubes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain and dysmenorrhoea was resolving and the vaginal haemorrhage, menorrhagia, fatigue, depression, anxiety and complication of device insertion outcome was unknown. The reporter considered anxiety, complication of device insertion, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in date of insertion (B)(6)2016 (summons) and (B)(6)2016 (pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area pain') in a 31-year-old female patient who had essure (batch no. D06933 (left)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high and right lower quadrant pain. Concomitant products included nsaids since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2016 for pelvic pain. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems: depression/psych injury") and anxiety ("psychological or psychiatric problems: mental anguish/psych injury"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), complication of device insertion ("unable to insert the essure coils in one of the fallopian tubes"), abdominal pain ("abdominal pain"), urinary tract disorder ("bladder/urinary problems other"), bladder disorder ("bladder/urinary problems other"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract disorder and bladder disorder had resolved, the vaginal haemorrhage, menorrhagia, fatigue, depression, anxiety, complication of device insertion, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, complication of device insertion, cystitis, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in date of insertion (B)(6) 2016 (summons) and (B)(6) 2016 (pfs) she did not received treatment for psych injury diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: events: vag. Discharge, bladder infection, uti, vag. Infection added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area pain') and genital haemorrhage ('gen. Abnormal. Bleed') in a 31-year-old female patient who had essure (batch no. D06933 (left)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high and right lower quadrant pain. Concomitant products included nsaids since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2016 for pelvic pain. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems: depression/psych injury") and anxiety ("psychological or psychiatric problems: mental anguish/psych injury"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication of device insertion ("unable to insert the essure coils in one of the fallopian tubes"), abdominal pain ("abdominal pain"), urinary tract disorder ("bladder/urinary problems other") and bladder disorder ("bladder/urinary problems other"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract disorder and bladder disorder had resolved, the vaginal haemorrhage, menorrhagia, fatigue, depression, anxiety and complication of device insertion outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, complication of device insertion, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in date of insertion (B)(6) 2016 (summons) and (B)(6) 2016 (pfs) she did not received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: events abdominal pain, gen. Abnormal. Bleed, bladder/urinary problems other added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area pain') in a (B)(6) year-old female patient who had essure (batch no. D06933 (left)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high and right lower quadrant pain. Concomitant products included nsaids since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2016 for pelvic pain. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and complication of device insertion ("unable to insert the essure coils in one of the fallopian tubes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and dysmenorrhoea was resolving and the vaginal haemorrhage, menorrhagia, fatigue, depression, anxiety and complication of device insertion outcome was unknown. The reporter considered anxiety, complication of device insertion, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in date of insertion (B)(6) 2016 (summons) and (B)(6) 2016 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 14-aug-2019: plaintiff fact sheet and medical records received. Event pelvic pain make incident. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue, psychological or psychiatric problems: depression and mental anguish, unable to insert the essure coils in one of the fallopian tubes. Outcome of event pelvic pain were updated. Device category changed from device other event to incident. Reporter information, aka name, medical history, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.